Event description:
It was reported that patient was presented for implant procedure. During procedure, the lead became damaged while attempting to reach its target position. The lead was not used, and a new one was implanted. Patient was stable throughout procedure.

Manufacturer narrative:
The reported event was the lead became damaged while attempting to reach its target position was not confirmed. Final analysis found that as received, a complete lead was returned for analysis. Visual and x- ray inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.